Event description:
The customer reported two events involving the subject device malfunctioning during procedures. For event 1 of 2, during a procedure to treat an upper gi bleed with two separate lesions side by side, the surgeon decided the best treatment would be clipping the lesions. Once a clip was placed over one of the lesions and was closed, the surgeon decided to grab more mucosa to secure around the bleeding. The clip was opened and closed over a larger amount of mucosa. The handle then cracked, and it was expected the clip should stayed attached to the mucosa to provide hemostasis, but instead the clip fell off the mucosa. According to the instructions for use, the clip can be opened and closed 5 times and looks like premature deployment. The clip was opened once and closed twice and did not lock on the mucosa. The bleeding increased after all the manipulations around the lesion. The clip fell into the patient and it was not retrieved. The procedure was completed with a similar device (non-olympus). There was an unspecified delay in the procedure while the nurse went to the storage room to retrieve more clips to finish the procedure. The subject device was inspected prior to the procedure and no issues were identified. For event 2 of 2, the olympus employee was informed the clip fell off post-polpectomy. The surgeon described it as ¿it just doesn¿t stick to mucosa. I had 4 clips fall off in the colon before I was able to clip.¿ it is unknown if the devices were left in the patient or retrieved. It is unknown if there was a delay and how long. An in-service was provided and it was determined the malfunctions were not due to the technicians. No additional information provided. No additional bleeding reported at that time. There are a total of 5 complaints: (B)(6) : event 1 of 2. (B)(6) : event 2 of 2 for clip 1. (B)(6) : event 2 of 2 for clip 2. (B)(6) : event 2 of 2 for clip 3. (B)(6) : event 2 of 2 for clip 4. This report is for (B)(6) : event 1 of 2.